Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported dentist advised of potential tooth loss and tracking issues if patient were to continue and if was unable to not move #k and #t. If possible, patient is able to continue treatment.